Manufacturer narrative:
Date of submission 11/08/2017 the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: review of the black box data and the alarm history revealed multiple records of call service (087) language file corrupt alarms. On investigation, the pump powered on and ez-prime steps successfully completed. The pump was exercised without the occurrence of any call service 087 alarms occurring. No other errors, alarms or warnings occurred during the investigation. The device was determined to perform within required specifications. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 087 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.